Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 25-sep-2019, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported approximately 3 days post the index procedure during patient follow up that a loss of pulse was identified. A follow up CT scan was performed and the physician determined the cause of the limb thrombosis and occlusion to be due to gate compression of the main body and proximal ipsilateral limb. Thrombectomy and explant of the stent graft system was performed and the event was resolved. Per the physician the cause of the gate compression was attributed to angulation and distal aorta diameter. No additional clinical sequelae were reported, and the patient is fine.